Event description:
An attempt was made to use an amphiprion deep pta balloon catheter along with a skipper deep peripheral guide-wire to treat a lesion in the peroneal artery (a fibularis). The lesion was reported to be diffuse with 99% stenosis and moderate calcification. The balloon and guide-wire were flushed and inspected before use and no abnormalities were noted. No resistance was noted during the balloon insertion in the guide catheter or the introducer sheath, however friction was reported with the guide wire and it was reported that the skipper deep guide-wire was incompatible with the amphiprion deep device. The distal shaft and the tip kinked during the procedure and it was not possible to inflate the balloon. The balloon was also unable to cross the lesion. No patient complications were reported. Device evaluation: the catheter was returned to the manufacturing facility. A specific and extensive visual inspection of the entire catheter was performed under the magnifying glass. After an accurate examination, a small defect on the guide-wire tube under the proximal part of the balloon was detected. A cut along the working length of the catheter shaft was detected. Visual examination of the guide-wire identified that the guide-wire tube was damaged and ridged and there was a cut visible on the catheter shaft. The device showed evidence of being used as the balloon returned unfolded. A flushing of the guide wire lumen was performed by connecting a syringe filled by water to the hub, and no leaks were identified. A 0.014 guide-wire was inserted in the hub of the catheter and no friction was detected. During the inflation test of the balloon, a leakage was detected where the shaft was cut.

Manufacturer narrative:
Results: patient condition affected effectiveness of the device (patient lesion morphology, 99% stenosis and moderately calcified lesion); related to operational context (the damaged noted on the returned device could be attributed to robust handling during the procedure). (B)(4).